Event description:
User stated analyzer had not been used for two weeks and while performing service on analyzer noted there was a flood from a water leak on the floor under the analyzer which was in the walkway. User said she could see the liquid coming from the grate on the bottom of the analyzer. No patient samples were affected, and operator was not harmed.

Manufacturer narrative:
The field service representative determined the cause to be clogged drain hose to waste bottle, and manually purged waste line. Ran fluidics purge to verify leak was stopped and fluid going to waste cylinder. No leak detected.